Manufacturer narrative:
Biomérieux conducted an internal investigation: the last tuning of the system was done on 16dec2016 (less than one month before the misidentification occurs) and from the ecal mzml files received (only five (5) from the first firing of ecal spot), the acceptance criteria was slightly under the all peak criteria but all other criteria are met. The fine tuning is probably not the root cause of the misidentification. Note: more ecal mzml files have been requested multiples times from 03mar2017 but as of the 23may2017, no new mzml files has been received. The sample mzml files have been reprocessed with vitek® ms knowledge bases v3.1 and all seven (7) files gave bibersteinia trehalosi. This species is not included in the vitek® ms knowledge base v2.0. Biomerieux confirmed that this identification is consistent with the strain characteristics. According to publications, this species is gram negative bacilli, results are variable for oxidase and catalase test. This species is a pathogen for animals. The most probable root cause of the misidentification is a system limitation, because the tested species is not included in the database. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modelling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. Our recommendation is to update this customer to vitek ms v3 - kb v3.1 that contains this species. This update was communicated in october 2016 through fca 3135.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of pasteurellaceae in association with the vitek® ms instrument (ref. (B)(4)). An internal biomérieux investigation will be initiated.